Manufacturer narrative:
Perforation questionnaire received on 14-jun-2016 from the physician: patient's medical history included gravida 2 and para 2. Previous gynecological intervention was denied. Her bmi was (B)(6). Essure was inserted on (B)(6) 2008 while she was on depoprovera (her last menstrual period before insertion was on (B)(6) 2008 and depoprovera was given on (B)(6) 2008). Uterine findings prior to insertion were normal. Insertion was considered difficult on left side due to tubal spasm. Fluid loss was less than 1500cc and procedure took 27 minutes. On (B)(6) 2008, patient complained of cramping. Patient complained of abdominal pain and bleeding and a diagnostic laparoscopy was done in (B)(6) 2011. Physician was unaware of perforation; and no evidence of perforation was noted during the surgery. It was reported that left and right coils were in correct position. Essure was not removed. The outcome of the events was reported as unknown. Follow-up information received on 17-jun-2016: lawyers were added as reporters and the case became a legal case upon receipt of the legal claim. On or about (B)(6) 2008 the plaintiff had two essure coils implanted into her body. The procedure was a failure, however, leaving only one coil implanted (information discrepant from the previous reports). Shortly after the implant procedure, she began to experience debilitation pelvic pains as well as heavy menstrual cycles accompanied with more pain. She continued to bleed a month after the surgery, and visited a facility on or about (B)(6) 2008. During this visit, doctors disassociated the pain and bleeding from the devices; leaving her with no other option but to wait it out as the doctors instructed. She continues to experience the same pains and bleeding as a result of the coil remaining in her body. Currently she is exploring her options to have the coils removed, and has a surgery date scheduled. Had she been informed of the true association of these coils with the injuries she suffered, she would have never made the decision to undergo the implant. Plaintiff exercised reasonable diligence in investigating potential causes of her injury by discussing her injuries with healthcare providers. None of plaintiff's conversations with her healthcare providers gave plaintiff a reason to suspect, or reasonably should have given plaintiff a reason to suspect, that the essure products implanted in plaintiff were defective. Plaintiff diligently filed suit once she discovered the actual facts. No further information was reported. Company causality comment: this spontaneous case report refers to a female consumer who had a lot of pain on her left side / pain after long periods of sitting/cramping/abdominal pain, debilitation pelvic pains and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to a diagnostic laparoscopy and both essure coils were found in correct position. Essure was not removed. A planned surgery was also mentioned upon follow-up. These events are listed in essure's reference safety information. After essure insertion, abdominal/pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer's pain started in close association with essure procedure. She also complained of bleeding. An x-ray was performed and showed bilateral leads within left pelvis and midline to right aspect of pelvis. This event was initially seem as a device dislocation into abdominal cavity. However; upon receipt of follow-up information from the physician, it was informed that during a diagnostic laparoscopy both essure coils were in correct position and no perforation occurred. Thus, this event was deleted. Although no abnormalities were seen regarding essure position, considering the nature of the reported events and based on essure safety profile, a contributory role of the suspect insert cannot be excluded. In addition, non-serious events were reported. This case was considered an incident, as although essure was not removed, a surgical intervention (diagnostic laparoscopy) was required in relation to the events. According to the technical analysis, based on the available information, there is no relationship between the reported medical events and a quality defect. This case became legal upon follow-up, thus further information will be obtained through the litigation p...

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 02-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (pain never went away). In the first 2 weeks after insertion, she passed clumps of tissue bigger than the palm of her hand and bled for ten months straight (seen as genital bleeding). After one year and half, essure reversal was done. These events are serious due to medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. In this case, considering close temporal relationship and event's nature , causality between bleeding and essure use cannot be excluded. Although in this case, the pain has returned 6 months after essure withdrawn, given its nature, a contributory role from essure to this event cannot be totally excluded. Therefore, this event is assessed as related to essure use. Since essure reversal was done, implying that a device removal was required, this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0980, awareness date 29-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer stated that she was a single, working mother of five when she had essure placed. In the first two weeks, she passed clumps of tissue bigger than the palm of her hand. They were purple and reminded her of raw chicken skin. She called the nighttime on call doctor who told her that this was normal. The pain never went away. She bled for ten months straight and had frequent episodes where her abdominal pain was so great that she would have to go to the ER. She visited several doctors and was told by every medical professional she met that it could not be essure causing her pain. She was offered a uterine ablation, birth control pills and a hysterectomy to try to relieve the pain but she did not want those things. After a year and a half of nearly monthly episodes where her pelvic pain was so great, a essure reversal was done. After the pain from surgery wore off, she enjoyed six pain free months after essure reversal. But then the pain returned. She had a dye test done, a cis (as reported) rather than an hsg which showed that her fallopian tubes had scarred dosed. For the last four months when she ovulated, she had terrible pain. At first she thought it must be appendicitis. An ultrasound and two follow ups with her doctor showed that when she ovulate, she bleed internally. This was thought to be because of the scar tissue. The pain came back during her most recent period and though she stopped bleeding, the pain persisted. She saw another doctor (the only one who believed that her pain was caused by essure) prescribed her anti-inflammatory and pain killers. She will have to have additional surgery in a month or two to attempt to remove her scar tissue company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (pain never went away). In the first 2 weeks after insertion, she passed clumps of tissue bigger than the palm of her hand and bled for ten months straight (seen as genital bleeding). After one year and half, essure reversal was done. These events are serious due to medical importance and required intervention and listed in the reference safety information for essure. Pelvic pain and genital bleeding may occur during essure use. In this case, considering close temporal relationship and event's nature , causality between bleeding and essure use cannot be excluded. Although in this case, the pain has returned 6 months after essure withdrawn, given its nature, a contributory role from essure to this event cannot be totally excluded. Therefore, this event is assessed as related to essure use. Since essure reversal was done, implying that a device removal was required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up identified on 20-oct-2015 and 21-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1851 and FDA-2014-n-0736-1568). She is commenting that had her laparoscopic procedure done this past in (B)(6) (2015) and she had, at the time of report photo evidence of the essure wreaked upon her body. Once the doctor was inside her body, he found out she had a frozen pelvis also known as stage 4 endometriosis. She had never had an issue with endometriosis before essure. At the time of report, she was preparing for her second surgery in two years to repair the damage that essure has done to her body. That scar tissue that essure caused to grow was in her fallopian tubes. It was also outside her uterus and surrounding her ovaries. The scar tissue had fused her left ovary and maybe her fallopian tubes and maybe her bowels, they got to find out when they cut her open again. She had emergency room visits, and her diagnosis was ovary adhering to her uterus and it caused pain. She has missed months of work looking for a doctor to solve her problem. She broke into a cold sweat and felt like she was going to pass out. She mentioned that she would have had two major abdominal surgeries in two years. Her reproductive system was completely bound in place by scar tissue so that it could not move freely. Her ovaries, fallopian tubes, the fat pad that separated the reproductive system from the bowels, and her bowels had all become stuck to her uterus. The scar tissue binding her was so thick that the doctor could not cut through it. It had to be burned. Regarding the photos sent, she said that the large red object is her uterus. The white and yellow things in pictures are not supposed to be attached to it, but were. The tiny white round object is her ovary covered in scar tissue. She thought essure was just supposed to incite scar tissue in her tubes where they join the uterus. Her doctor was able to burn away 90 percent of the scar tissue. He believes it will grow back and her pain will return. The only option at that point will be a hysterectomy. He said her reproductive system is among the five most damaged he has seen. Follow-up information received on 29-oct-2015: follow-up identified during monitoring of postings on an FDA hosted docket website (FDA-2014-n-0736-2213, FDA-2014-n-0736-2235, FDA-2014-n-0736-2236, FDA-2014-n-0736-2238, FDA-2014-n-0736-2239): operative report was provided. The consumer was (B)(6) at the time of the report. Hysterosalpingogram showed tubes blocked bilaterally. X-ray of pelvis showed no evidence of retained piece of essure device. Laparoscopy was performed with extensive lysis of adhesions taking more than 30 minutes, under general anesthesia. Upon inspection of the pelvis, the consumer had extensive adhesive disease of the colon and small bowel as well as the omentum to the top of the fundus down to the endocervix. The back of the uterus and the cul-de-sac of douglas were completely obliterated. There was also adherence of the left and right ovary to the pelvic side walls, the right ovary having a significant attachment to the colon. All of the adhesions were of the dense thick nature, not the wispy, and easily dissected kind. The remainder of the pelvis and abdomen appeared normal. There was also a small adhesion of the omentum to the anterior wall most likely from a previous incision site. There were no complications. The patient tolerated the procedure well and was taken to recovery in stable condition. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (pain never went away). In the first 2 weeks after insertion, she passed clumps of tissue bigger than the palm of her hand and bled for ten months straight (seen as genital bleeding). After one year and half, essure reversal was done. After this procedure, she had a laparoscopic procedure and she was diagnosed with stage 4 endometriosis. She had never had endometriosis before essure. During this procedure the physician was able to cauterize 90 percent of the adhesions. These events are serious due to their medical importance. The endometriosis is unlisted while the pelvic pain and genital bleeding are listed in the reference safety information for essure. Considering the nature of endometriosis and that it was diagnosed after essure removal, it is unlikely that essure would contribute to the development of this disease. In this case, although the patient was diagnosed with endometriosis which could be a sufficient alternative explanation, since her pelvic pain and genital bleeding started after essure placement, causality between these events and essure use cannot be excluded. This case is regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 16-jun-2016: follow up information received from consumer via social media. After consumer gave birth to fifth baby in 2013, she decided to go on a more permanent form of birth control and had essure inserted. She said that she felt the pain immediately as her doctor implanted the device. She remembered being told to take an advil. When she got home that night, she started passing large tissue. According to her, the nurse on call said that sounded normal and she did not need to come back to the doctor for that. The bleeding did not stop. Not for 10 months. Consumer said that she felt as though she was on her period through the entire 10-month span. She felt a constant pain in her abdomen which vacillated between feeling bearable to being so intense that she could not stand, and therefore could not work. She developed a painful condition called pelvic adhesion disease in which her reproductive system was fused to her digestive system due to scar tissue. She and her doctors believed this is a result of the essure implant. Consumer made regular trips to the emergency room and the doctors diagnosed her with vague conditions like abdominal pain and told her to return to her implanting physician. On doctor told her that she would have an std (interpreted as sexually transmitted disease). Another told her she was suffering from the period and prescribed her hormonal birth control pills. Doctors gave her forms about things that caused pelvic pain, conditions like stds, fibromyalgia, and endometriosis. Nothing pointed to essure. Their findings did not show anything wrong. She returned to her gynecologist where they could not find anything wrong, either. At one appointment, she said, her implanting physician's partner accused her of being a pill seeker and said it was not possible for essure to hurt because it was small. She eventually realized that the pain was at its worst during the time in her cycle when she was ovulating and when she was menstruating. A year later consumer found what she believed would be a long-term solution to her pain, a relatively unknown surgery called essure reversal, they promised the woman the chance to get their essure removed from their body without undergoing a drastic hysterectomy procedure and said that women who previously had essure might even be able to get pregnant again. Consumer underwent that procedure and initially the surgery seemed to cure her pain. But the relief did not last, and the pain returned. It would be kind of intermittent, and then the periods of pain would be longer and longer until she was just in pain all the time again. She visited a new doctor and after examined her he warned her that he might not be able to help. There was no a recognized safe method to remove essure. The doctor told her he could remove the scar tissue causing her pain, but that it might grow back, and if it did, she would need to see a different doctor to perform the next, more technically complicated surgery. She underwent her second post-essure surgery with him anyway. The doctor's reported explained that her ovaries were attached to her pelvic side walls, and her right ovary had a significant attachment to the colon. Consumer upon inspection of the pelvis, had extensive adhesive disease of the colon and small bowel. She also had severe pelvic disease from the top of fundus down to the endocervix. This surgery, like the last, only gave her temporary relief. In pain and missing more work again, she searched for another doctor and found one who still implants essure in women but who also took her pain seriously. On (B)(6) 2016, she scheduled her third post-essure surgery. Beforehand, her doctor told her he would not perform a hysterectomy unless it was absolutely necessary. She had a hysterectomy. They took her uterus, cervix and tubes. She was sad. This was not what she wanted. Her doctor had found so much scar tissue that he had little choice but to remove much of her organs. He told her that essure worked very well for most women. Just not for her. Now consumer is recovering and hoping to return to work. She recently busted a stitch open in her belly button after hiding easter eggs with her children but said that it was otherwise going okay. In the meantime, she has joined a class-action lawsuit. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain (pain never went away). When she got home that night after essure insertion, she started passing large tissue. In the first 2 weeks after insertion, she passed clumps of tissue bigger than the palm of her hand and bled for ten months straight (seen as genital bleeding). After one year and half, essure reversal was done. After this procedure, she had a laparoscopic procedure and she was diagnosed with stage 4 endometriosis. She had never had endometriosis before essure. During this procedure the physician was able to cauterize 90 percent of the adhesions. These events are serious due to their medical importance. The endometriosis is unlisted while the pelvic pain and genital bleeding are listed in the reference safety information for essure. Considering the nature of endometriosis and that it was diagnosed after essure removal, it is unlikely that essure would contribute to the development of this disease. In this case, although the patient was diagnosed with endometriosis which could be a sufficient alternative explanation, since her pelvic pain and genital bleeding started after essure placement, causality between these events and essure use cannot be excluded. This case is regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.